Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had an implantable cardioverter defibrillator implanted on (B)(6) 2018. On (B)(6) 2018 it was noticed that several merlin.net transmissions reflected that there was one capacitor time out on april 7, 2018 when the device was still in its box. It was noted this can happen when the box and the contained device get cold. Testing the capacitor while the device was implanted in the patient was discussed and if there is still a capacitor issue it was discussed that the physician may need to consider replacement. The patient has been stable throughout. No further information was available.